Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿foreign material and channel blockage¿ was not confirmed. The scope¿s nozzle, air/water supply and forceps passage were clear of debris with no blockage noted. Minor scratches were noted inside the scope¿s biopsy channel. The scope¿s ID chip showed 757 total uses. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The customer reported foreign material exiting from the scope¿s air/water nozzle and a blockage in top channel. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. . The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: the legal manufacturer reported that it cannot conclusively specify the cause of the event as the sales business center (sbc) incoming inspection did not find foreign material. Based on the past investigation results, it is presumed that fibers, which was used in the user facility, remained or a piece of injection tube, which was a scope accessory or silicone rubber product, entered by accident. IFU(operation manual) provides the following statements for insufficient reprocessing; reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU (reprocess manual) provides the following statements for cloths used in reprocessing; all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Also, IFU (reprocess manual) states use of aw channel cleaning adapter to prevent clogging the air/water nozzle; to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. The legal manufacturer confirmed via DHR that the subject scope was shipped in accordance with specifications.